Event description:
It was reported that during a knee collateral ligament repair surgery, when the first drilled with pre-drilling was made the screw broke when it was knocked in.

Manufacturer narrative:
One (twinfix ultra pk 4.5mm suture anchor w two ultra braid sutures returned. The complaint stated: ¿dr. Performed knee collateral ligament repair surgery, according to standard operating procedures, first drilled with pre-drilling, screw broke when it was knocked in.¿ visual inspection shows that the anchor has been fractured from force. The distal threads are damaged from excess pressure. The anchor has been fractured at the eyelet area. One fork tine of the inserter hex tip has been broken off. This small portion was not found with the return. Symptoms indicate excess torque applied and loss of axial alignment as well. No root cause related to the manufacturing of this device was confirmed. Updated.